Event description:
It was reported that during a salpingo-oophorectomy, the trocar produced poor visualization after insertion. The trocar was removed from pt and damage was noticed on tip causing visualization problem. A second device was used to complete case with no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.